Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter occurred. Data was evaluated and the allegation was confirmed as transmitter fatal error was confirmed. The probable cause was determined to be transmitter fatal error. The reported event of pair new transmitter is reportable based on the finding of transmitter fatal error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and the allegation was not confirmed. However, a transmitter fatal error was found within the investigation window. The probable cause could not be determined as the reported allegation was not found. The reported event of a pair new transmitter message is reportable based on the finding of transmitter fatal error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was not confirmed; however, a transmitter fatal error was found within the investigation window. The probable cause could not be determined as the reported allegation was not found. The reported event of a pair new transmitter message is reportable based on the finding of transmitter fatal error. No injury or medical intervention was reported.